Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board, blower motor and capacitor were replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator failed a test step during testing and the sensor board, blower motor, and capacitor were replaced to address the issue. The device's sensor board was reported to be replaced in error. The device's system board, blower motor and capacitor were replaced to address the issue. During the evaluation, the inlet air path assembly and filter were replaced due to preventative maintenance, the blower and stirring fan foam were replaced due to contamination.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the sensor board, blower motor, and capacitor were replaced to address the issue. The device's sensor board was reported to be replaced in error. The device's system board, blower motor and capacitor were replaced to address the issue.